Event description:
It was reported that the patient presented with an inflatable penile prosthesis that was no longer cycling. The physician performed troubleshooting without success. Therefore, the patient underwent surgery to remove and replace the device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a hole in the proximal end of the cylinder, consistent with sharp instrument damage, most likely during the explant procedure. The second cylinder had a large hole in the middle of the cylinder, consistent with sharp instrument damage. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation tests. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on analysis results, the identified pump activation issues confirmed the reported event of device no longer cycling. Therefore, cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis that was no longer cycling. The physician performed troubleshooting without success. Therefore, the patient underwent surgery to remove and replace the device. There were no patient complications.